Event description:
It was reported that pump touchscreen was cracked and shattered, making display illegible and preventing any interaction with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place damaged pump into storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement device, and return damaged pump using prepaid label.